Event description:
It was reported that a user of the ilet experienced hyperglycemia with a reported glucose value of 242 mg/dl, with the cause unclear, and no device alerts or alarms reported; troubleshooting and education were completed. Symptoms included elevated blood glucose. Outcomes included no reported long-term impairment, disability, or hospitalization. Investigation included a review of available information and user troubleshooting. Investigation of this case revealed no confirmed device malfunction or component failure, and no alarm behavior was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.